Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "strep throat" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports delayed inflammatory issue after injection with 4 ml juvéderm¿ voluma¿ with lidocaine in cheeks, chin and jaw. Patient developed strep throat (not related to filler) while overseas 2 months post injection and 3 days later all areas where filler was injected became swollen, red, painful/tender with nodules. Patient was prescribed penicillin for the throat. All symptoms resolved on their own approximately 2 weeks later.